Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, instability. The area around the implants was all black,"possible metalosis" cultures taken. Lateral condyle posteriorly had significant wear on poly, femur wore through poly and was metal on metal with base plate.